Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were scissoring and the device jammed. The device and the trocar had to be removed. Another device was used to complete the procedure. There was no pt consequence.